Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no anticoagulant with the incident lot was observed. Additionally, 100 retained samples were selected for evaluation, and the customer's indicated failure mode for no anticoagulant was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: during the investigation it was identified that new safety guarding was added to the additive fill machine. This led to additional critical faults on this machine. These additional faults then led to mishandling of the trays which caused the potential of introducing trays with empty tubes back onto the line.

Event description:
It was reported that some 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ tubes did not contain any anticoagulant. The problem was sporadic since not all the tubes were affected in the box. No serious injury or medical intervention reported.